Event description:
Mammotome device became stuck in pt during performance of a breast (l) biopsy (did not cut tissue, trapped it). Significant pain at time and for several days. Device had to be cut out of pt (along original incision).

Event description:
Add'l info rec'd from MFR 6/18/04: report was entered on dec. 2003 in siebel reporting system. Follow up with the physician confirmed that the incident resulted in the probe deflecting into cooper's ligament as a result of breast tissue type. The add'l obtained info regarding the pt and the event did not indicate any add'l intervention or harm to the pt. There was no evidence after the return of the device that there was any nonconformance with the device during analysis testing. The mammotome probe - 11ga p1175 functioned as designed. There has been no medwatch filed as the complaint does not meet definition of a reportable event and considered not reportable.